Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A review of the device specifications was completed. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. A review of manufacturing documentation was carried out, there are production controls in place to ensure stent material meets specification. The cause of the complaint was not able to be established. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a stent replacement procedure which involved removing two filirform double pigtail ureteral stents that had been indwelling for approximately one year, the doctor noted while removing the stents that they were not radiopaque. During removal, one stent broke. No intervention was needed, but an extra pass with the scope was needed to remove the entire stent. Once the stents were removed, encrustation was noted in both stents. The stents were replaced with two (B)(4). The doctor who performed this procedure is not the doctor who was originally supposed to be removing the stents; therefore, the doctor was unaware of any additional information regarding the reason for the removal or patient information.